Event description:
Event: post implant intervention. Case details: an annual follow up visit 2002, revealed a type I endoleak at the superior attachment system. Eleven days later, a competitor's cuff was placed in the superior attachment system to resolve the endoleak. The patient was implanted in 2001.